Manufacturer narrative:
Investigation summary: it was reported by the distributor that the label does not state that the product is latex free. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a bulk pack non sterile case label. The label is according to the product specification. It could be possible the customer was not aware of the specifications for the label drawing. A device history record review was completed for provided material number 301118, lot number 1223183. The review did not reveal any detected quality issues during the production of that lot that could have contributed to the reported defect. A trend analysis was performed for sku 301118 for the last three years and this is the only complaint for this symptom from all customers. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. The label does not have a statement about latex free, but the label graphics are printed to specification. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ slip tip syringe label did not state the product was "latex free". The following information was provided by the initial reporter: "label is not stating that material is ¿label free.¿"